Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that the patient was discharged from the hospital 14 days after admission and the antibiotic treatment were discontinued 12 days after initiating. It was reported that the pd therapy was discontinued and the pd catheter was removed on same day as discharge. The patient was shifted to hemodialysis. Same hd is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as peritonitis onset, the patients was hospitalized for the event and treated with injection vancomycin (1gm/ every 72hrs/ intraperitoneal/ ongoing), injection ceftazidime (1gm/ once a day/ intraperitoneal/ ongoing) and tablet fluconazole (150mg/ once a day/ oral/ ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis and recovered from abdominal pain. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique on two consecutive dates. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.